Event description:
The user facility returned an asset video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, intermittent image was due to a faulty printed circuit board. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered minor scratches on top cover and front panel, defective video socket connector and the software version was 3.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the intermittent image problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty circuit board (ex). The cause of the fault was unknown. Olympus will continue to monitor field performance for this device.